Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nausea, infection in her neck, had to have 3 neck surgeries. Patient also alleged of kidneys problems, and burning feeling in her arm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having nausea, infection in her neck, had to have 3 neck surgeries. Patient also alleged of kidneys problems, and burning feeling in her arm related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. This notification was reviewed by the pms clinical expert due to the patient has nausea, infection on her neck, had to have 3 neck surgeries, kidney problems, and burning feeling in her arm. The device may have caused or contributed to the reported event. Section h6 updated in this report.